Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and ten months post filter deployment, computed tomography angiogram (cta) revealed that there was pulmonary embolus seen within segmental pulmonary arteries that lead to the left lower lobe and also left lower extremity venous duplex ultrasound showed that the common femoral, greater saphenous, proximal and mid superficial, popliteal veins as well as tibioperoneal trunk and anterior tibial veins showed no blood flow, augmentation or compression. On the next day ultrasound scan revealed that there was no evidence of deep or superficial vein thrombosis that involved the right lower extremity. There was total occlusion of the left common femoral vein with both acute and sub-acute echoes noted. After one day, duplex ultrasound revealed extensive occlusive deep vein thrombosis from the left common femoral vein to the tibial veins on the left side. Upon venography, there was extensive mostly occlusive deep vein thrombosis that began at the level of the inferior vena cava filter and extended through the lower portion of the inferior vena cava throughout the left iliac system and extended throughout the left leg through the common femoral, superficial femoral and popliteal veins. There appeared to be good flow and patency of the inferior vena cava superior to the level of the inferior vena cava filter. On the same day, the patient underwent percutaneous venous mechanical angio jet thrombectomy of the inferior vena cava, left iliac system, left leg and intraoperative thrombolysis. Approximately one year and eleven months later, computed tomography (CT) revealed that there was a bard inferior vena cava filter type present below the renal veins. No filter migration was noted. The filter was tilted posteriorly with its cone lay on the wall of the inferior vena cava, possibly embedded within it. All the arms and legs of the filter had penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. One of the legs penetrated directly into the abdominal aorta. Other legs penetrated into intervertebral disc space. There was a 3-d reconstructed image of the filter that demonstrated a severe bend or fracture, that involved the distal third of one of the legs. Subsequently two days later, the patient reported to the hospital with occlusive extensive deep vein thrombosis that included occlusion of an inferior vena cava filter, inferior vena cava, left iliac system and left leg. On the same day, the patient underwent percutaneous transluminal angio jet venous thrombectomy of the left common iliac vein and percutaneous transluminal balloon angioplasty of the left common iliac vein and left superficial femoral vein. Upon repeated venograms, there was near total clearing of thrombus in all areas. The inferior vena cava filter had cleared rather nicely with no definite residual thrombus noted on venography. There was a very large collateral vein extended to the left of the vena cava at the mid portion of the filter level and this large collateral vein suggested that there was some degree of chronicity to the problem at the vena cava filter. Therefore, the investigation is confirmed for material deformation, occlusion of the ivc filter, perforation of the inferior vena cava (ivc) and filter tilt. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4 (expiry date: 10/2010), g4, h6 (device: 4001). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with morbid obesity and deep venous thrombosis. At some time post filter deployment, it was alleged that the filter legs severely bent, occluded, perforated, tilted and the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation of the reported event is currently underway. (Expiry date: 10/2010), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with morbid obesity and deep venous thrombosis. At some time post filter deployment, it was alleged that the filter legs severely bent, occluded, perforated, tilted and the patient was diagnosed with pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.